Event description:
The customer used the device to check their blood glucose and obtained a result of 366 mg/dl. Customer dosed insulin and became confused and agitated. Customer drank a soda and still didn't feel well. An ambulance was called and the emts checked their glucose and the level was 30 mg/dl. Customer was taken to the hospital and given glucose and IV's. Customer said controls were within range on the system. The device was replaced and requested to be returned for evaluation.